Event description:
The caller reported a rapid increase in the insulin basal charge by 10% over a short period. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The issue was resolved when the pump charged normally to 100%, and the customer planned to monitor the battery activity, contacting support again if problems persisted.